Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that scope communication error 238 occurred during post-use inspection, after performing cleaning and reconnecting, error 315 appeared, on a olympus gastrointestinal videoscope. There was no patient involvement reported.